Event description:
Medtronic received information of a phrenic nerve injury that occurred during a cryoablation procedure. Loss of phrenic nerve capture occurred at approximately 54 seconds into the second ablation of the rspv. The duration of the first ablation of the rspv was approximately 31 seconds. The phrenic nerve injury persisted until the end of the case; the physician waited one hour and attempted to obtain phrenic nerve capture, but was unable. All pulmonary veins were declared isolated by the physician prior to the end of procedure. Physician stated that he will obtain diagnostic xrays and further evaluate patient.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.